Manufacturer narrative:
Investigation summary: a visual inspection revealed that the upper half of the cold jaw silicon boot had detached and was received separately. The device had some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during ligation of the last branch, the silicon jaw boot detached inside the patient's leg. The case was almost finished. The harvester had to make a small incision to ligate one last branch before removing the vein. There were no other patient effects. The procedure was completed with the reported device, as this was the last branch. The product was returned.